Event description:
A sales representative for novacept reported to the company that, during the course of the proceudre, a routine alarm occurred (due to blood in the suction line) which led to the use of a second disposable device. During the set up process for performing the endometrial ablation with the second disposable device, the cavity integrity assessment test was failed three times, warning the physician of a possible uterine perforation prior to the delivery of energy. Without further assessment of the situation, the physician overrode this safety/warning feature and proceeded with the ablation procedure. The patient was readmitted to the hospital 2 days later diagnosed with a bowel injury which required a bowel resection and uterine repair. According to the physician, the patient is recovering as expected. The device performed as intended. The instructions for use were not followed.